Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery due to issues with sets. The customer's blood glucose level was 120 mg/dl at the time of the incident. Customer was advised to rewind pump, reinsert the reservoir into pump and run manual prime to at least 5.0 units. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. The customer was informed that the alarm was caused by connection issues. The customer did not return the product back for analysis.